Manufacturer narrative:
Continued: a.4. Weight 54.50 kg. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV and seroma-late. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6

Event description:
Healthcare professional reported left side device exchange due to capsular contracture baker grade iii. Healthcare professional later reported capsular contracture, baker grade IV and seroma-late. The device has been explanted.

Event description:
Healthcare professional reported left side device exchange due to capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii..